Event description:
A customer requested a RMA for no video image error message, scope not connected on a ec38-i10l- video colonoscope. The customer stated the message is check scope connection-error 5. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
The reported customer complaint of no video image error message was confirmed through evaluation of the device. Evaluation findings were listed as: image blackout, passed dry leak test, passed wet leak test, up/down angulation knob play, right/left angulation knob play. The device was refurbished, cleaned, and disinfected, angle adjustments made, and video image calibrated. Should additional information become available, a supplemental report will be filed.